Manufacturer narrative:
Uss reference #: 200708-1919.

Event description:
Procedure type: roux-en-y. Patient gender: unknown. According to the reporter: the surgeon squeezed the wing nut, but couldn't connect instrument and anvil. Allegedly he removed it by cutting patient side and used a new instrument to complete the procedure. No patient injury was reported. No further details have been obtained.